Event description:
The customer reported that his insulin pump alarmed during the manual prime process. The blood glucose reading at time of call was 130mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the self test.